Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a picture showed that the device was post-paced t-wave oversensing. Programming changes were discussed. The device remains implanted.